Event description:
The following was reported through a review of the case abstract presented at the jsos in japan titled, ¿a case of postoperative intraocular pressure increase caused by istent inject® w insertion failure¿ . Reportedly, following a right eye (od) trabecular microbypass stent system procedure, a patient presented on postop day one (1) with a mild hyphema associated with elevated intraocular pressure (iop), which was treated with medication. Per report, on postop day three (3) a gonioscopy examination identified that one (1) stent''s flange appeared floating above the schlemm''s canal while the second stent was visualized in the scleral spur. Per report, both stents were removed and subsequently reinserted with the placement of two (2) additional stents on postop day eight (8). The patient status post intervention was reported as having lower iop with medications being tapered off. Any omitted information was not available at the time of report. Please see the attached article for further details. This report references the report of malpositioned stent.

Manufacturer narrative:
Additional information: presentation date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpostioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4). Please reference report 2032546-2023-00019 for the report of elevated iop.